Event description:
It was reported that during a ptca treatment procedure, the pt2 moderate support guidewire fractured at the lesion site and caused a dissection. The lesion being treated was a calcified and 100% occluded lesion in the lad coronary artery. The physician attempted to pass the pt2 moderate support 185 cm str guidewire across the lesion when it fractured and caused a dissection. The physician was unable to retrieve the fractured portion and the pt was sent for emergent surgery to remove the wire and to open the occlusion.